Event description:
A malfunction alarm was reported with a code of malf 0, which was displayed on the customer's device. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating it was not adversely affected. Technical support provided guidance on resetting the pump, and after doing so, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support should the issue happen again, and they acknowledged and understood these instructions.